Manufacturer narrative:
Follow-up #1 (07/06/2011) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan (lfs) product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. The test strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. (B)(4).

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was giving him inaccurate erratic readings. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2011 at around 12 pm, the patient reported blood glucose results of "400, 280, 377 and 277 mg/dl" with the lifescan meter. The tests were done within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of "<= 20% and/or <= 20 mg/dl". The cca was advised by the patient that he manages his diabetes with the insulin pump and denied making any changes to his normal diabetes management routine in response to the alleged issue. At an unspecified time, prior to when the alleged issue began, the patient reported developing symptoms of "feeling bad, dizziness, blurry vision, and nausea". Approximately 10 minutes after the meter comparison, the patient reported testing on another device and obtained a reading of "259 mg/dl". The patient claimed that he bolused 4 units of insulin at an unspecified time. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the product caused or contributed to this serious injury. The patient's symptoms started before the reported issue first occurred and that the symptoms and treatment correlated with the reported lfs meter results. However this complaint is being reported because the subject meter did not meet lfs' precision criteria.